Event description:
The customer reported that the left/live monitor was non-functional. This will prevent the user from being able to view a live fluoroscopic image. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.